Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a dislodged right ventricular lead. The lead was replaced on (B)(6) 2018. After the procedure, it was noted that the new right ventricular lead had also dislodged. On (B)(6) 2019 another replacement procedure occurred. During the procedure, it was noted that the screw of the pacemaker would not loosen. The system was explanted and a new device and lead was placed and the patient did not experience any consequences.